Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The home patient (hp) stated, the patient line clamp was closed during prime and then the hp connected and opened the clamp. The technical service representative (tsr) explained the alarm and instructed the hp to cycle the power on the hc. The hp would start over with new supplies. During a follow up call with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240, the home patient (hp) had been into the clinic a couple of times and had not mentioned the alarm to her. Ps stated, the hp had the patient line clamp closed during prime, connected, then opened the clamp. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed; per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because the clamp on the patient line during priming was closed. The home patient (hp) stated the patient line clamp was closed during prime and then the hp connected and opened the clamp. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.